Event description:
Guidant cardiac surgery received two extra heartstring seals where the devices did not unwind completely. No offical report was provided by the account. The hosp confirmed that the seals were removed without damaging the anastomosis. No pt complications were reported.